Event description:
A (B)(6) male patient was undergoing a right subclavian vein balloon dilation due to repetitive trauma at the thoracic outlet level. During the operation when dilating the balloon in the treatment area, the balloon burst. As the surgeon tried to pull it out through the sheath, the balloon came out with pieces missing. The surgeon converted the percutaneous procedure to an open one to remove the missing balloon pieces. All the pieces were removed. Manufacturer response for balloon catheter, pta dilation catheter maxi ld balloon (per site reporter): the device representative was notified and the device was sequestered.